Event description:
While checking on the patient, the nurse noticed that the IV loop was leaking from the "y" area while attached to patient. The IV loop was removed and replaced with a new loop. There were no further issues, and no injuries to the patient were noted.